Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device was implanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to unspecified reasons. A new aus device was implanted. Additional information received states the aus was explanted due to recurring incontinence and an empty balloon. The patient was stable following the surgery.

Manufacturer narrative:
Additional information provided in: b5, h6.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence and an empty balloon. A new aus device was implanted. The patient was stable following the surgery. The cuff component was visually inspected, microscopically examined, and tested for leaks. There was a pinhole leak in the cuff shell that was the result of wear at a fold from the outside in. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of the confirmed cuff leak, and unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. Product analysis confirmed the fluid loss issue and it is most probable that the damage to the cuff caused the urinary incontinence.

Manufacturer narrative:
Field change: h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. Visual and leakage testing of the ams 800 occlusive cuff confirmed the reported event of fluid loss issues. A pinhole leak was identified in the cuff shell that was the result of wear at a fold from the outside in. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.